Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Reportedly the customer prefills the cartridges and store's them in the fridge. Clinical support informed the customer that prefilling the cartridges and storing them in the fridge are off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 387 mg/dl.